Manufacturer narrative:
This MDR is being submitted as part of retrospective review as a result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting. The complaint received states that during use the deltaplush platinum microcoil 2 mm x 1 cm (dpl10020120 / unk) failed to detach. Coil was advanced into detachment position; detach button was depressed & gave affirmative sound. When pulling coil pusher back the coil had not detached & was ¿fused¿ to the microcatheter. The microcatheter could not be advanced over the coil & coil was unable to be retracted into the microcatheter. Thus the entire unit; coil; coil pusher & microcatheter were removed from the patient. Pre & post procedure patient disposition were unchanged. The product was not returned for evaluation. Without the return of the device; the exact root cause of the problem reported could not be determined. The manufacturing records for this lot were reviewed and did not reveal any relevant discrepancies; design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot. With the information available and without the product available for analysis the complaint could not be confirmed. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. It is difficult to draw a clinical conclusion between the device and the event based on the limited information available.

Event description:
The complaint received states that during use the deltaplush platinum microcoil 2 mm x 1 cm (dpl10020120 / unk) failed to detach. Coil was advanced into detachment position; detach button was depressed & gave affirmative sound. When pulling coil pusher back the coil had not detached & was ¿fused¿ to the microcatheter. The microcatheter could not be advanced over the coil & coil was unable to be retracted into the microcatheter. Thus the entire unit; coil; coil pusher & microcatheter were removed from the patient. Pre & post procedure patient disposition were unchanged.